Manufacturer narrative:
The angiosculpt device was temporarily caught on a freshly deployed stent. Add'l intervention was required to remove the device and re-stent the lesion. No clinical injury was reported by the hospital. The device malfunction contributed to the adverse event, thus, as a conservative measure, it is also being reported for a product problem. The angiosculpt device was returned intact to the 0.014" guide wire and was stuck inside the modified guide catheter. The strain relief and luer were not returned for evaluation. Visual examination found wrinkles on the balloon and damaged distal bond. The scoring element and the distal scoring element ring were elevated, and the transition tubing was bunched at the distal end. During functional testing, the angiosculpt device was removed from the guide catheter. The shaft appeared kinked and necked in multiple areas. The instruction for use (IFU) for the angiosculpt pta warns to take precautions when using the catheter in freshly deployed bare metal or drug eluting stent.

Event description:
The physician placed a stent in the occlusion of the left superficial femoral artery (sfa). The left popliteal lesion was then successfully treated with a 5.0 x 100 mm angiosculpt device. Upon removal, the angiosculpt got caught on the freshly deployed stent in the sfa and was unable to be removed even after multiple inflation attempts. The physician cut the hub of the angiosculpt and inserted a cut and modified 6f medtronic guide catheter over the hypotube of the angiosculpt. The physician was able to remove the angiosculpt and noticed a deformed scoring element and deformed freshly deployed stent. The lesion was rewired and balloon inflations were attempted to expand the deformed stent. The decision was made to use a self expanding nitinol stent and followed up by a balloon expandable stent. Good flow at the end of the procedure.